Event description:
It was reported that during treatment of a tumor of the acom artery (4.8*3.6), the first orbit mini complex fill coil ((B)(4)) stretched during embolized, and then it was changed to use a similar one. The fourth orbit helical fill coil ((B)(4)) also stretched. A 2x2 coil was used to complete the procedure with the same microcatheter, and other coils were also placed in the aneurysm. During placement, no additional manipulation or torque was applied while the coils were in the tumor, and the coils were left in the tumor, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil systems and microcatheter. The microcatheter was not re-shaped. The aneurysm and vessel characteristics were normal. No adverse event was reported, and it was noted that the patient was fine. Other that what was reported, no other damages were noticed on the devices (kink, bend, crack, separated, fracture, etc), and the coils remained attached to the delivery systems. The devices were returned for analyses.

Manufacturer narrative:
Two non-sterile orbit helical fill coils (2.5x2.5 & 4x6) were received coiled inside of a plastic bag. The hypotubes were inspected and kinks were noted on them. The introducers were received zipping and residues of dry blood can be observed inside of it. The support coils, grippers and embolic coils were found inside of the introducer, the support coil and gripper were found without damages while the embolic coils were found stretched. The grippers and embolic coils were inspected through of the introducers due to the residues of the dry blood found inside, and the devices were found stocked inside of it. The grippers were found without damage while the embolic coils were stretched and residues of dry blood can be observed inside of the introducers. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing processes that can be related to the reported complaints. The reported failures coils- unraveled/stretched-during placement was confirmed. The cause of the kinks found on the device and the conditions of the embolic coil could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. The kinks found on the delivery tubes may be related to shipping, since it was reported that no other damages occurred after removal from the patient. Based on the reported information, it appears that procedural factor of repositioning the microcatheter over the partially deployed coil, which the instructions for use cautions may lead to coil damage, may have contributed to the reported events of coil stretching. With review of the device history records there is no indication of any manufacturing issues related to the event. It appears that procedural factors and device interaction contributed to the event. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00417 and 1058196-2012-00418.